Event description:
Caller reported that the pump quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. Due to this issue, the customer's blood glucose level rose to over 400 mg/dl. The customer attempted correction through a bolus via the pump but faced continued difficulty with the button. Technical support guided the caller through troubleshooting steps, including removing the pump from its case, and ultimately decided to replace the pump. Despite the high blood glucose level, the customer will continue using the current pump until the replacement, which will include updated software, arrives. The caller understood all instructions regarding the replacement process and agreed to return the problematic pump within the specified timeframe.